Event description:
On 2/17/00 a donor center reported a regular allogeneic donor complained of a *more than usual* medicine taste in the mouth which donor gets when doing a plateletpheresis donation. The donor felt this taste was due to the acd-a. The center was not aware that this donor had such symptoms during prior apheresis procedures until this donation. Donor complained of tingling in the throat as well as the taste. The center indicated the procedure was stopped after 25 minutes due to an acd flow problem alarm, and not the donors symptoms the donor had no symptoms after reinfusion. Donor was disconnected without issue and left the center in good condition.